Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter; product ID: 8781, serial/lot #:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal morphine, ropivacaine (naropin), and prialt/ziconotide at unknown doses and concentrations via an implantable pump. The indication for use was not reported. It was reported the hcp changed the catheter when he inspected it. The hcp constated catheter cracks. The catheter would be returned to the device manufacturer. It was unknown if the patient experienced any symptoms. There were no environmental, external or patient factors reported that might have led or contributed to the event. It was unknown if any diagnostics/troubleshooting were performed. The issue was resolved, and the patient's status was alive; no injury. The event date, patient¿s age, patient¿s weight, and medical history were unknown/unavailable. No further complications were reported.

Manufacturer narrative:
Implanted: 2015-(B)(4) explanted: 2018-(B)(4) product type catheter. If information is provided in the future, a supplemental report will be issued.